Manufacturer narrative:
The technician replaced the brake casters, brake steer caster and supports to resolve the issue.

Event description:
The technician alleged the brakes will set but not hold. No pt impact.